Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on examination, the keypad was torn in multiple different locations, exposing the button contacts. It was reported that the pump's battery life did not meet the expectations of the user. The alleged malfunction is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owners booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. This complaint is not being reported because the pump emitted appropriate warnings and instructions to the user when the battery life issue occurred. On testing, the down arrow and ok buttons demonstrated intermittent unresponsiveness. The contrast button was unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons and the ok button contact was inverted.

Event description:
The patient contacted animas on (B)(6) 2012 stating the down arrow keypad button was intermittently unresponsive for several months. It was reported a tear was present on top of the down arrow keypad button and near the ok button. The pump was reportedly not exposed to water. The patient claimed to have worn the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.